Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did this issue contribute to any patient adverse event? No where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Inside barrier are there any photos available? Yes (attached) is it possible that the foreign material fell into packaging upon opening of device? No was the product seal on the foil still intact when the package was opened? Packed unopened still will the device be returned for evaluation? If yes please return all relevant packaging material yes was the procedure completed without any adverse effect to the patient? Yes lot number: 1055q8. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a topical skin adhesive was used. Prior to use on the patient, the adhesive found on set up trolly with what appeared to be mold in it. It is within its used by date. No other products with the same lot number were found. Product was not opened or used. No further information was provided. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h6 investigation findings: c22 - photo review additional h3 investigation summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the clr602 device was returned inside it's package unopened. Upon visual inspection, it was observed that the returned unit contained a polymerized vial and the ampule was broken, evidencing that the pen device was broken. Additionally, photos were provided and they showed the condition of the reported event a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Due to the damages found on the device, the complaint is confirmed. A possible cause for these conditions is improper handling during transit or storage. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.